Event description:
Allergic reaction to latex gloves. Rptr's hands become red with swelling, severe itching, bleeding, cracked skin and blisters on the top and bottom of both hands. Some of reactions were caused by the gloves leaking.